Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a g7 cgm and an inset 6 mm, 23" infusion set, and the pump displayed an alarm indicating insulin delivery had stopped; the user confirmed a markedly elevated blood glucose of 465 mg/dl by fingerstick and noted they had not completed setup by entering weight, with the notification bell still showing ilet setup. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution initiated after completing setup and resuming automated insulin delivery. Investigation included customer service troubleshooting, review of user-reported device status, and education regarding completion of setup to enable insulin delivery. Investigation of this case revealed that insulin was not delivered due to incomplete setup requiring weight entry, consistent with a use-related issue rather than hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete initial setup preventing insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.